Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device battery worn creating electronic error. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Results: recorder door, paddle holder, assembly battery.

Event description:
It was reported to philips that the device battery damaged creating electronic error. There was no reported patient involvement/adverse patient impact.